Event description:
Customer reported that t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. An attempt to leave the wall adapter plugged into a working outlet for 30 minutes did not resolve the issue, nor did trying a different wall adapter and charging cable. There was no adverse impact to customer¿s blood glucose level reported. Technical support decided to replace pump. The customer continued to use the pump for insulin therapy.